Event description:
Customer reported no reactivity with a pt sample containing anti-e and 3ss880 when tested in tube with a 60 minute incubation. No enhancement solution was used. Daily qc was acceptable. No erroneous results were reported. No death or serious injury was associated with this incident.